Manufacturer narrative:
Unknown - 4fr PICC. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the white hub on a 4fr PICC line was placed on an unknown date by another facility was found cracked on (B)(6) 2018. The line was removed and replaced on an unknown date. Additional patient, device and lot information is unknown and will not be provided. As reported, three of nine patient's reported by this facility developed infections that were treated appropriately. It is unknown which event corresponds to the positive infection cultures. This report is associated with inquiry mw5079103 received on 23aug2018.

Manufacturer narrative:
Blank fields on this form indicate the information has previously been reported, is unknown or is unavailable. Investigation one used device was returned for evaluation. Physical evaluation of the returned device has confirmed cracks on the white hub as well as inside the white hub. Additionally there marks on the white hub which suggest tooling of some kind, such as hemostats. During the evaluation, it was also noted that the catheter tubing was separated from the catheter suggesting that the tubing was cut. Due to no lot number being available, a review of the complaint device history and the complaint records could not be conducted at the time of the investigation. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time. Possible contributing factors that could have led to the cracked hub are related the care and maintenance of the device. Things such as over tightening of the needleless connector, and the use of hemostats to grasp on to the hub could potentially cause cracking. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. Appropriate measures have been initiated to investigate this failure mode. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.